Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Cardiologist contacted territory manager directly explaining that pt was showing strange readings on the system monitor. When he reviewed events it showed that there had been 3 pump stoppages on (B)(6) at 12:03pm, 5:50pm and 5:51pm consecutively. The pt had been "hypovolemic" according to cardiologist but otherwise asymptomatic. The ldh has been in the low 800's and plasma free hgb in the normal range. The pt is on a heparin drip and being bridged to coumadin with a ptt of 65 and inr of 1.08. The pt has been adequately anti-coagulated the entire time. Today the flows are showing and the rpms are 9,200, pi 3.2 and power 6.7. Vad coordinator asked to download the log files and send them in for analysis. This was done and logfiles have been evaluated by tech services. The territory manager asked that they change the controller once the log files had been sent. This has been completed. The original controller was swapped out. X-rays of the percutaneous lead are being taken and will be sent in as well. The territory manager requested that they download log files on the new controller and send them in for analysis.